Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility. Fse observed dirty sampling needle assembly guide rod and screw. Fse wiped and lubricated all the mechanisms of debris and residue. Customer ran patient samples and the results were within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 08-nov-2016 through 08-dec-2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, 710 z1-axis error is operation error in z1-axis. Abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The countermeasure is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to dirty and dry guide rod and screw on the sampling needle assembly.

Event description:
On (B)(6) 2017, customer reported getting 710 z1-axis error at the end of patient sample run on the g8 instrument. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.